Event description:
The secondary bag of IV fluids containing an antibiotic was hung. The tubing was primed using the primary IV fluids bag. When the secondary bag was opened and began flowing, there were air bubbles in the primary tubing (when the pump was started).